Manufacturer narrative:
The customer has confirmed that the value measured at the other laboratory was 55 pg/ml. The field service engineer detected some issues with the sample probe and replaced some parts. The customer uses 13 mm. Diameter tubes without rack adapters required for 13 mm. Diameter tubes. The controls were within specified ranges. A reagent issue can most likely be excluded. The investigation determined the issue was caused by incorrect liquid level detection due to using a 13 mm. Diameter tube without the required rack adapter. Medwatch field a2. Has been updated.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field UDI number = (B)(4). Medwatch field phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys acth test system on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an acth value of < 1.00 pg/ml accompanied by a data flag. The sample was repeated on (B)(6) 2021, resulting in a value of 47.04 pg/ml. An aliquot of the sample was sent to another laboratory for testing on an abbott system, resulting in a value of 40.00 pg/ml. The acth reagent lot number was 45626301, with an expiration date of 31-may-2021.